Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing low flow alarms. The site was unable to change the patient's controller as the driveline was stuck. The patient's aortic valve was also opening abnormally; they did not have an arrhythmia. The patient did not experience any symptoms. Log file analysis contained a sudden drop in estimated pump flow that caused hazard alarms. There also appeared to be a downward trend in both pump power and calculated pulsatility index (pi); these did not appear to be associated with a device issue. An echocardiogram (echo) and computerized tomography angiography (cta) scan revealed an outflow graft obstruction at the anastomosis to the patient's aorta; the issue was resolved and the pump flows were back to normal values. The patient handled this workup well and was discharged home on (B)(6) 2021. The patient later came back for a controller and modular cable exchange on (B)(6) 2021; debris was found inside the modular cable connection and was cleaned out prior to the exchange. The exchange was successful. Related MFR #s: 2916596-2021-06890, 2916596-2021-07197.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an inability to remove the driveline from the system controller (serial number: (B)(6)) was confirmed. Technical services representatives arrived onsite to assist in removing the driveline from the controller. Technical services were able to remove the driveline after cleaning the area around the connection to the controller with alcohol. It was reported that the system controller will not be returned for evaluation and was discarded. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 28sep2015. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 IFU section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 2 "how your heart pump works" and heartmate 3 IFU section 2 "system operations" explain how to replace the running system controller with the backup controller, including how to connect and disconnect the driveline. The IFU also explains how to replace the modular cable. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.